Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that difficulty removal of catheter occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified coronary artery. An opticross¿ imaging catheter was selected for use. During the procedure, imaging was first performed in left anterior descending artery. After that, the physician attempted to observe the circumflex artery, however, the opticross¿ imaging catheter twisted and seemed to loop near the left main trunk and was not able to be removed. Subsequently, the physician managed to draw out the opticross¿ imaging catheter with the tip of the unknown guide catheter and the loop returned to its original state. The opticross¿ imaging catheter was removed but, lost image occurred. The procedure was continued and completed with another of the same opticross¿ imaging catheter. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the catheter got stuck in the blood vessel. The patient's condition is no problem.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. Device analysis revealed no damage observed on the distal tip or guidewire exit port assembly. A kink in the imaging window assembly in the distal end was noted. Impedance testing shows an electrical open at proximal wave form. During image characterization testing, no image appeared in the ilab system. Broken drive shaft and imaging core windup were encountered in the double heat shrink area in the telescope area. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is design: product enhancement as the device met the designed specification however a modification would improve performance, function or appearance of the product. (B)(4).

Event description:
It was further reported that the catheter got stuck in the blood vessel. The patient's condition is no problem.